Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue. The fse checked the iabp, and found power supply board defective. The power supply was replaced, and the iabp was returned to the customer, and cleared for clinical use. The full name is (B)(6).

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) would not switch on. There was no patient involvement, and no adverse event reported.